Event description:
Caller reported a malfunction on the pump, specifically malfunction code 9 and fault ID 0x20f1. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support to reset the pump, and the malfunction did not recur. Customer was instructed to continue using the pump and to call back if any issues reappear.